Manufacturer narrative:
(B)(4). The dexcom g5 mobile cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 02/13/2016 to report that they experienced a red, itchy and inflamed skin irritation on the abdomen on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. On (B)(6) 2015 patient went to their healthcare provider and was prescribed lidocaine for treatment of the irritation. At the time of contact, patient was in good condition. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4) describe event or problem- correction, initial reporter- correction, correction.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced a red, itchy and inflamed skin irritation on the abdomen on (B)(6) 2015.